Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure. Report (2 of 2) the following information was provided by the initial reporter. The customer stated: "the safety device mechanism comes off sometimes when needle is activated. The safety device occasionally becomes detached when activation on the 22g straight needle."

Manufacturer narrative:
H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by visual functional testing for proper activation and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was safety shield failure. Report (2 of 2) the following information was provided by the initial reporter. The customer stated: "the safety device mechanism comes off sometimes when needle is activated. The safety device occasionally becomes detached when activation on the 22g straight needle."